Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer had high blood glucose of 500 mg/dl at the time of incident and current low blood glucose was 60 mg/dl. The customer reported that they had received the no delivery alarm. The customer reported that event was resolved by changing complete set. Troubleshooting was done for no delivery alarm and declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.